Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrections added to fields: h8. Additional information added to fields: g4, h3, and h6. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage of parts due to deterioration, leakage, or some kind of physical stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during maintenance, there was image noise on the bronchofibervideoscope. There was no patient involvement.